Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had to go to the hospital three days ago for kidney stones and they put a stent in. The interstim is not working he is having return of symptoms that started yesterday. He wants to go in and turn up the stimulation but he can't connect the handset and communicator to the stimulator. Patient services walked caller through connecting the handset and communicator to the stimulator. He got a message internal device lost all data. Patient services asked when he had surgery if they shut off his stimulator and he said no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient asked for the representative to contact him. Sent representative an email message.